Manufacturer narrative:
The devices were not returned for analysis. Additionally, a review of the lot history record and the similar complaint review could not be performed as the part and lot information regarding the complaint devices were not provided. Based on the information reviewed and due to limited amount of information available and the article covering multiple patients, a cause for the reported slda and expulsion and the patient effects of worsening/recurrent/unchanged tricuspid valve insufficiency/regurgitation, cerebrovascular accident, arrhythmia, renal failure, unspecified tissue injury and hemorrhage could not be determined. Tricuspid regurgitation, cerebrovascular accident, arrhythmia, renal failure, tissue damage/injury and hemorrhage are listed in the instructions for use (IFU) as potential complications associated with triclip procedures. Unexpected medical intervention, surgical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. Literature attachment: article title: glide score: a scoring system for prediction of procedural success in tricuspid valve transcatheter edge-to-edge repair the additional device malfunctions reported in the article are captured under separate medwatch report.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional device issues mentioned in b5 were filed under a separate medwatch report. Literature attachment: article titled "glide score a scoring system for prediction of procedural success in tricuspid valve transcatheter edge-to-edge repair."

Event description:
The article "glide score: a scoring system for prediction of procedural success in tricuspid valve transcatheter edge-to-edge repair" was reviewed. The article presented a prospective multi-center study to develop a simple anatomical score to predict procedural outcomes of tricuspid valve transcatheter edge-to-edge repair (t-teer) . Devices mentioned include triclip (xtr, xtw) and pascal (p10, ace). The article concluded that *conclusion*. [The primary and corresponding author is dr muhammed gerçek, clinic for general and interventional cardiology/angiology, herz-und diabeteszentrum ruhr-universität bochum, bad oeynhausen, germany. With corresponding email *mugercek@hdz-nrw.de*. The time frame of the study was january 2017 to november 2022. A total of 294 patients were included in this study, of which 115 (39%) received an abbott device. Median age was 82 years. Majority sex was male. Comorbidities included: atrial fibrillation, diabetes mellitus, copd, coronary artery disease, cardiac surgery, stroke, dialysis, tricuspid regurgitation peri and post-procedural complications included stroke, arrhythmia requiring pacemaker, renal failure, unchanged tr, worsening tr, recurrent tr, hemorrhage with blood transfusion, tissue damage, unexpected intervention, hospitalization, single leaflet device attachment (slda), and expulsion.